Manufacturer narrative:
The patient's final fluid balance at the end of the procedure was 98%. The service technician replaced the motherboard circuit card, and the inlet pump motor. The device was removed from the customer site and the safety stack circuit cards and the top cap circuit card were replaced. The used top cap circuit card and safety stack circuit cards were evaluated. The reported condition could not be duplicated. A 1 year service history report indicates that there have been several attempts to resolve ac and inlet pump issues over the past year. The service technician was not able to replicate the problem in the field. Additional service was performed on the device between the most recent incident and the removal of the device from use and the most recent repair. Terumo bct's r&d engineers reviewed the rdfs' and identified a signal consistent with a high impedance short between the hall effect sensors of pump 1 (ac) and pump 2 (inlet) as the source of the pump alarms. Root cause: a signal issue of the hall effect sensors, within an undetermined component of the device was the cause of the inlet pump alarms.

Event description:
The patient's weight and gender were obtained from the run data file (rdf).

Manufacturer narrative:
Investigation: per the customer there were 3 similar incidents and after the last 2 procedures ended, transfusions were administered. The customer reported receiving 'software failure alarms' during the procedures. The run data files (rdf's) were analyzed for these events. The run data files (rdf's) were analyzed for these events. Signals in the run data file (rdf) indicated an issue with the inlet pump is what prevented the system from completing rinse back. The ¿pump 2 (inlet pump)malfunctioned¿ alarm was triggered multiple times during this procedure. The operator attempted to reset the system, as recommended on the alarm screen, but the alarm recurred. The operator subsequently attempted to perform rinse back and end the procedure; however, the alarm was again continuously triggered upon every attempt. Eventually the operator proceeded to disconnect the patient without performing rinse back and the alarm occurred again during unloading of the cassette. The analysis did not show a clear root cause for these events. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that they had a 'pump problem' with the spectra optia machine that prevented them from doing a rinseback to the patient after a procedure. The patient had to be transfused with red blood cells. The patient's condition is unknown at this time. Due to (B)(4) personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.